Event description:
Site called the berlin heart hotline to report a change in the way the lvad looked on the patient. The site told the clinical affairs representative that the grey ring around the edge of the pump (directly below the white stabilization ring) appeared to have blood covering it. The site said the blood appeared at some point during the night, and that the pump had not looked this way the previous day. Some of the blood appeared to be black and clotted. Ca had the site send a picture of the area in question. Ca then instructed the site to change the pump. The site also reported that the pump worked approximately during the event, and that the patient was supported without incident.

Manufacturer narrative:
(B)(4). The excor blood pump, s/n (B)(4), was used from (B)(6) 2103 to (B)(6) 2014 (288 days). We have reviewed the production records of the excor blood pump s/n (B)(4). This pump was produced according to our specification and no abnormalities were found in the records. The blood pump is designed with a triple layer membrane separating the air chamber from the blood chamber for safety reasons. The entire membrane consists of an air-side layer, a middle layer and a blood-side layer. In case of disruption in one of the triple layers, there are two more layers that will maintain the integrity of the air and blood chambers. The initial visual inspection of the confirms the sites findings, however, evaluation of the blood pump s/n (B)(4) is still ongoing. (B)(4).